Event description:
Out of box failure. As reported by a medtronic ers field clinical specialist; "when processing the on button it goes to an all white screen and takes multiple attempts of pressing on again to turn off unit. The service light does come on but does not stay on and no service error code is generated.